Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to diabetes ketoacidosis on (B)(6) 2020. Blood glucose level at the time of the incident was unknown and over 400 mg/dl. Customer stated her infusion sets were attached to the stomach but when she woke up her set was not attached from her body. Customer stated they removed her off the insulin pump yesterday and was still off it. Customer stated she was on intravenous drip and was intensive care unit right now. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer stated that they treated high blood glucose with insulin pump. Customer stated present tubing came loose because of taping and taping came loose. The insulin pump will be returned for analysis.